Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The patient was weaned off heart-lung bypass and onto impella support with no issues. While closing the chest, a red "impella stopped" alarm presented and restarting the impella was unsuccessful. The automated impella controller (aic) was changed and displayed the same alarm, with high motor current alarm. The 5.5 was explanted. The impella was examined by the surgeon and a calcium piece was lodged in the motor. The decision was made not to replace the impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Impella 5.5 was returned for evaluation. Visual inspection was performed and no abnormalities were seen. A small blue fiber was present on the impeller blade. No other mechanical abnormalities were noted. The pump was run in a bucket of water for approximately 10 minutes and no pump stop occurred. Data logs from field show a pump stop with a "impella stopped - motor current high" alarm and a motor current spike. Clinical details noted that before pump was implanted, patient underwent coronary arterial bypass graft (cabgx4), mitral valve and atrial valve replacement. Once pump was explanted from patient, physician noted that a piece of calcium was present on the motor and was removed. The root cause of the pump stop was due to ingested biomaterial. D9 date device returned to manufacturer added f6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.